Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that approximately one year later the pacemaker was explanted for reported normal battery depletion and the right ventricular (rv) lead was surgically abandoned for continued loss of capture and high out of range pacing impedance measurements of greater than 2000 ohms. During the replacement procedure the rv lead was tested on a pacing system analyzer (psa) and yield the same high out of range pacing impedance measurements. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture at maximum output in bipolar and unipolar mode. In addition, pacing lead impedance was also noted to have increased from 1,250 ohms several months ago to 2,100 ohms recently. A lead fracture was suspected. Additional information was received from the field representative that the cause of the observations were not determined. No asystole was noted. A lead revision is planned at generator change. At this time, the system remains in service. No adverse patient effects were reported.